Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that the needle had come through the shield in an unsealed bag and is bent. The returned syringe was examined and did not exhibit the cannula through the shield or any hole in the shield that would indicate that the cannula was through the shield. However, the sample exhibited a bent cannula. No packaging was returned with the syringe so the open seal issue cannot be confirmed. A review of the device history record was completed for batch# 8218537. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula through shield and open seal).

Event description:
Material no. 328418 batch no. 8218537. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle went through shield and the needle is bent. The following information was provided by the initial reporter: consumer reported needle had come thru the shield in an in-sealed bag needle is bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328418, batch no. 8218537. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle went through shield and the needle is bent. The following information was provided by the initial reporter: consumer reported needle had come thru the shield in an in-sealed bag needle is bent.